Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (40 mcg/ml at 5.46 mcg/day) and morphine (6 mg/ml at 0.819 mg/day) via an implanted infusion pump. It was reported the patient's pump was alarming due to going empty on (B)(6) 2020 because the patient did not have a managing physician. The hcp was not planning on filling the pump today, because they wanted to first see if they can manage the patient with non-pump medication first. If they can manage the patient with non-pump medication, then they plan to shutdown the pump at a later date. No symptoms were reported.